Event description:
It was reported patient underwent a revision procedure post implantation due to aseptic loosening of tibia. No more information is available.

Manufacturer narrative:
Upon receipt of additional information, it was determined that the initial report was submitted in error and should be voided. This report will be completed under manufacturing report number 0001822565-2024-02008.

Event description:
Upon receipt of additional information, it was determined that the initial report was submitted in error and should be voided. This report will be completed under manufacturing report number 0001822565-2024-02008.

Manufacturer narrative:
(B)(4). D10 - medical product: articular surface catalog # 00596403012 lot # 64227007. H3: customer has indicated that the product will not be returned because requested but not returned by hospital. Once the investigation has been completed, a follow-up MDR will be submitted.